Event description:
It was reported that four (4) exactamix 500 ml eva tpn bags had foreign matter in an unspecified location. This was found prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 23, 2023 and february 24, 2023. H11: four (04) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; no foreign matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.